Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of continued problems with shortness of breath and fatigue. The left ventricular lead was repositioned. The next day, x-ray revealed that the lead had once again migrated and was pulled back a significant distance, and there was no pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.